Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to flattened dome switch on bolus, esc, act. No crack on display window noted. However lcd window was stained.

Event description:
It was reported that the insulin pump was damaged at display. Customer¿s blood glucose level was 234 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.